Event description:
Ous MDR - after an implant duration of about (B)(6) weeks, oversensing and a pacing impedance < 200 ohm were reported on the device. Please note that this was the first lead associated with this device and was implanted (B)(6) and explanted (B)(6). The second lead was implanted (B)(6) and explanted (B)(6). No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.